Event description:
It was reported that the pt underwent a balloon ablation procedure for the treatment of menorrhagia in 2003. The pt had a pre operative evaluation that did not include an ultrasound but did include a negative endometrial biopsy. During the surgery the physician did a hysteroscopy and noted that there were "frond like polyps noted near the fundus of the uterus." The physician then performed a polypectomy removing the poly like growth and proceeded with an uncomplicated ablation. After the ablation the physician performed the hysteroscopy again and found no evidence of remaining polyps. The pt has recently reported that they are having light bleeding but are having increasing dysmenorrhea. Pt reports no pain at any other time other than at the time of menses. Pt has no fever, no chills and no elevated wbc so infection has been ruled out.